Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) preliminary testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient had two syncopal episodes and was referred to the hospital. There was no response when the pacemaker was interrogated, and there were no pacer spikes evident on the EKG. The device was explanted and replaced. There were no further patient complications reported as a result of this issue.